Event description:
A report was received that the patient was experiencing increased pain in the abdomen and incision site since the stimulator was placed. It was also noted that scs was no longer working and provided no relief. The patient will undergo an explant procedure.